Event description:
The hcp reported that the pt came in for a scheduled refill visit, and was currently receiving compounded baclofen 4000 mcg/ml 1021.2 mcg/day. The hcp had planned to change the medication to 2000 mcg/ml at a rate of 390 mcg/day. When the hcp aspirated the pump, 39 mls were aspirated; the expected volume was 13.2 mls. The pt had not reported experiencing any issues that would suggest he wasn't receiving the drug. Add'l info has been requested, a follow-up report will be submitted, if add'l info becomes available.